Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of the incident. The pump delivered 5.8 units which the customer does not remember programming. The customer was at 124 mg/dl at the time of the call. The customer was given juice, glucose tablets, and food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed the insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, it alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify possible over delivery anomaly due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.